Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: prior to use on pt when a person at supplier let the tip jaw part of metal move forward, the green part was also exposed to the outside at the same time. New one was opened to complete the case with no problem. No tissue damage, no tissue loss., no pt harm, no bleeding. Operating time not extended.